Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 23 mmol/l (414 mg/dl) while wearing the pod on the arm 72 hours or longer. Symptoms reported include nausea, thirst and vomiting. Pod was worn during hospital visit and was about to expire. Patient was admitted to yeovil hospital (higher kingston, yeovil ba21 4at, UK. Pod was removed and discarded at the hospital. The doctor ran some tests and gave the patient anti-nausea medication. Insulin was delivered intravenously for treatment. No diagnosis was provided by the doctor. Patient suspected it was a diarrhea bug they caught in the field farming, combined with the heat wave. The patient was released the following day on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.